Manufacturer narrative:
Analysis completed on 6/20/2016 revealed the coil was stretched instead of prematurely detached. Conclusion: it was reported by the hospital contact that during the coil embolization of a 7.2 x 4.7mm posterior communicating artery aneurysm, half of the second coil was put in the aneurysm; however, the surgeon thought the filling shape was not good and withdrew the coil. It was reported that during withdrawal of the orbit complex fill coil (638cf0515/17077010), it detached in the microcatheter (606-151x/lot unknown); however, analysis revealed that the coil separated, and did not detach. The surgeon changed to use a new microcatheter and coils to complete the procedure. There was no report of patient injury. There was no clinically significant delay in the procedure due to the event. An adequate continuous flush was maintained through the microcatheter. Resistance during withdrawal of the coil from the microcatheter was not reported. A non-sterile orbit complex fill 5x15 tdl was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked at 78, 79 and 80.2cm from the proximal end of hub. The introducer was received zipping and it was found without damage. The support coil and gripper were received inside of the introducer. No damages were noted on the support coil. The gripper was inspected under vision system and it was found without damaged. No obstructions or damage was noted on the purge hole in gripper. The embolic coil was found separated, the soldered section between headpiece and the coil loops was not fractured so this means that the solder had a good adhesion to the headpiece, while the rest of the embolic coil was separated of headpiece coil and it was not returned. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The report of the coil being prematurely detached was not confirmed; however, it was confirmed that the coil had separated based on the condition of the returned device. The failure experienced by the customer, and the damages found on the device could be conclusively determined; however, handling and procedural factors may have contributed to the event. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents these kinds of failures from leaving the manufacturing facility. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. (B)(4). Concomitant medical products and therapy dates: microcatheter (606-151x). New microcatheter (details unknown). New coils (details unknown).

Event description:
It was reported by the hospital contact that during the coil embolization, the half of the 2nd coil was put in the aneurysm. The surgeon thought the filling shape was not good. He withdrew the coil but the coil (638cf0515/17077010) was detached in the microcatheter (606-151x/lot unknown). The surgeon changed to use a new microcatheter (details unknown) and coils (details unknown) to complete the procedure. There was no report on the patient injury. The patient is female and (B)(6) years old, has pcom with a size of 7.2*4.7 mm. It was initially reported that the product will be returned for analysis. There were no damages noted on the coil. There was no clinically significant delay in the procedure due to the event. An adequate continuous flush was maintained through the microcatheter. It was not reported if there was resistance during withdrawal of the coil from the microcatheter.